Event description:
It was reported that, following implant, the patient¿s pain was unremitting and severe, such that she had to be readmitted on (B)(6). At that time, the patient was placed on intravenous pca (patient-controlled analgesia) with escalating doses and ended up in hospice. The reporter stated that the pain didn¿t mean that there was a problem with the pump, but that the patient might not have been titrated. At the time of report, the patient was also having spasms of her lower extremities that looked like ¿muscular stimulation from an electrical charge¿. The reporter compared it to the effect that a pacemaker had on muscle. It was stated that it would set off a ¿wracking, severe pain¿, that was so bad, that the patient had been sedated. It was also noted that the device was in her left thigh. The physician wanted to turn the pump off because he thought there were some problems with it. He was worried that there was an electrical leak from the device that was causing the muscles to fire. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).